Event description:
The patient reportedly went to bolus and noted that there was no power to the pump. He said he was in the water kayaking the day before the issue. He said it has been a while since the last battery change but says he saw a full battery charge the last time he looked. He does not remember getting low or replace battery alarms. He also said that he could not remove the battery cap. He thinks there might be a crack in the battery compartment but cannot be sure. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigators were unable to power on the pump. Evaluation revealed moisture in the display lens, stripped battery cap threads, and stripped battery compartment threads.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.